Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.

Event description:
It was reported that connector detached from the grey wing part. There was no reported patient injury.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break was confirmed and it appeared that the damaged was associated with use of the device. One extension leg from a 4 fr s/l groshong nxt connector was returned for investigation. A non-vad injection cap was attached to the red connector. The extension leg tubing extended 4.6cm from the distal end of the white oversleeve. The remainder of the connector was not returned for investigation. The cross section at the distal end of the extension leg tubing was rough and granular, which is indicative of a break. The extension leg tubing exhibited severe elastic weakness, which indicates that the tubing was stretched. Due to the evidence of use and the elastic weakness in the extension leg, it appears that the break occurred during use from what may have been inadvertent stretching or pulling on the connector.

Event description:
It was reported that connector detached from the grey wing part. There was no reported patient injury.